Event description:
It was reported that the patient sent in a remote monitor transmission and that the superior vena cava (svc) impedance was found to be greater than 200 ohms. Defibrillation threshold testing was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154awg implantable cardioverter defibrillator (ICD), implanted (B)(6) 2008; 3830 implantable pacing lead implanted (B)(6) 2008. (B)(4).